Event description:
It was reported that the cadd solis legacy pump gave error code "lec 1720". It was reported that there was no patient involvement in the reported event.

Manufacturer narrative:
Other, other text: additional information: additional information received indicating that the reported event occurred during testing and the event date was unknown. Fields updated: h6. Device evaluation summary: one cadd legacy one pump was returned for investigation. Review of device history log found 1720 error code alarm messages after power down pump turned on. The pump was found to be displaying "1720" error code message on power up during the investigation. Customer stated issue was able to be duplicated. Problem source was identified as a back up capacitor.